Event description:
Profound and permanent neurological injuries [nervous system disorder]. Neuropathy [neuropathy peripheral]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their (B)(6) male client, used fixodent denture adhesive, version unk cream and super poligrip dental adhesive cream as his denture adhesives of choice, after receiving dentures in 2005 and reported the following: diagnosed with neuropathy, profound and permanent neurological injuries; severe and permanent physical injuries which have left him unable to perform his normal, customary and daily activities. He has and will continue to receive unspecified medical care and treatment. Health care professional have been visited. The case outcome was not recovered/not resolved. The customer discontinued use of the product in (B)(6) 2011. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.